Event description:
It was reported that the patient was found unconscious, and was brought to the emergency room. Upon examination, it appeared that the patient was 'getting a shock' and 'jumps' approximately every five minutes. Follow up was attempted for additional information, but was unsuccessful. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.